Event description:
A report was received that a patient was experiencing nausea, vomiting and diarrhea due to lead migration. The physician performed a lead revision in which the paddle lead was replaced. The patient is reportedly doing well.

Manufacturer narrative:
The (B)(6) 2011 the explanted device was not returned to bsn as it was discarded by the medical facility.